Event description:
Ous MDR - after an estimated implantation time of about 39 months, it was reported that the patient died in his sleep. At the moment, we do not have any other information available. The device was not returned. Further details were requested. If additional information is obtained, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.